Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with the liberty cycler set, and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the event and the utilization of the liberty cycler or liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency or liberty cycler set defect reported for the peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) reported that the peritonitis was not caused by any fresenius device(s), drugs, other fresenius product(s) or pd therapy. The peritonitis was caused by an unspecified external issue. All dialysis patients are at increased risk of infection due to compromised immune systems and because dialysis techniques increase the potential for microbial contamination. Based on the limited information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient has had peritonitis for 6 weeks. Follow-up was attempted with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated that the clinic is not permitted to provide any information related to the patient. The pdrn did confirm the patient was diagnosed with peritonitis (date not provided). The event was not caused by any fresenius device(s), drugs, other fresenius product(s) or pd therapy. The peritonitis was the result of an external issue (unspecified). No further information was provided.